Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a spi to motor pic communication error alarm on the insulin pump. Customer stated that he received a used device and tried to put in a new battery. However, customer stated that he keeps receiving the same alarm and it will not let him do anything. Customer was advised to return the pump as it is not safe to use.